Event description:
It was observed that during the device evaluation, the subject device had foreign matter present inside the nozzle, as well as an object was also found in the distal end tip plastic cover (c-cover), and lastly there was a foreign object in the forceps stand. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the devices, but the type of the material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.